Manufacturer narrative:
(B)(4). D10: item# 42502606601; lot# 64522397 item# 42532007901; lot# 65221516 item# 42540200038; lot# 64939666 item# 20800000020; lot# 65184117 item# 42509902525; lot# 65386482 item# 42557000114; lot# 65324447 g2: foreign - event occurred in australia customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision of a knee arthroplasty approximately two (2) years post-implantation due to instability. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b1; b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Visual examination of the provided pictures identified (explanted articular surface, the picture doesn't show any signs of breakage or damage. Further evaluation cannot be made) medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.